Manufacturer narrative:
The reported event of the morphology score mismatch and vt diagnosis resulting in delivery of therapy was confirmed. The mismatch of morphology scores between the pdf and dia is due to the dia using an old formula to calculate the score; hence, there is a mismatch of values. The device diagnosed the tachycardia episodes 8/47 and 15/47 on 06/19/2024 as vt-2 and vt-1 respectively, based on rate branch classification, and so therapy was delivered. Firmware behavior is consistent with the programmed parameters and design of the svt discriminators.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. It was also noted that the device exhibited incorrect readings. No intervention was done. The patient was stable.

Manufacturer narrative:
Correction: coding update to incorrect measurement.